Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis found the psm failed the weighted brake drop test. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during failure analysis, if the malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported during a da vinci prostatectomy surgical procedure that error 23003 continued to trigger repeatedly on one of the patient side manipulators (psm). The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. The planned surgical procedure was completed. There was no patient harm, adverse outcome or injury reported.